Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was below 30 mg/dl this morning. The patient's current blood glucose is 349 mg/dl. The customer stated that she had surgery for an ingrown toenail and that an infection was discovered a week after the procedure. The customer attributes her blood glucose values to stress, to being on three different antibiotics, and to her body fighting off infection. Troubleshooting for the low and high blood glucose was declined as she stated that the insulin pump worked properly. No products were returned or replaced.